Manufacturer narrative:
The manufacturer service technician confirmed the reported event of overheating and noted that the driveshaft was corroded. A corroded driveshaft can cause the reported event.

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.